Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a motor error and failed battery alarms. The customer¿s blood glucose was unknown. Troubleshooting was performed and the motor error alarm was resolved but the insulin pump was not able to rewind. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.